Manufacturer narrative:
(B)(4). Date sent: 09/15/2004. Information anticipated, but unavailable at this time.

Event description:
Per user facility medwatch form, during a colostomy closure procedure, when anastomosis was to be completed, following the stapling by the physician, rings examined, anastomosis incomplete. Dr states "the stapler failed to fire correctly". Anastomosis section removed. Colostomy not closed. Patient stable condition to pacu, post anesthesia care unit. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. In a conversation with the quality manager on 09/15/2004 and she advised the patient was undergoing a colostomy reversal when the device fired an incomplete staple line. As a result of extensive disease, the surgeon was unable to resect any additional tissue. Consequently, the colostomy could not be reversed. The patient is doing fine.